Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer's mother that the customer had high blood glucose. The customer's blood glucose was over 400mg/dl. Also, customer had issues with irritation due to over tape on sensors.